Event description:
It was reported that there was a complaint about the stimulation. After going through airport security in denver (B)(6) 2010 patient said it took her four hours to recharge her device and her recharge intervals have decreased dramatically since the reported event. Patient had an appointment (B)(6) 2010 to address the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).